Event description:
It was observed during the device inspection that the gastro videoscope exhibited a dent on the air/water nozzle. There were no reports of patient involvement. The report addressed the reportable malfunction identified by olympus during the device evaluation.

Manufacturer narrative:
It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.